Manufacturer narrative:
The device was in use for treatment. The lead was surgically abandoned and replaced, and it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional info become available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were not able to be reviewed as the records were destroyed.

Event description:
The customer reported that this right ventricular (rv) lead exhibited undersensing with loss of capture due to increased pacing thresholds. This lead was surgically abandoned and replaced. No adverse patient effects were reported. The lead was implanted for approximately 15 years, 9 months.